Manufacturer narrative:
Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
Customer reported via phone call that the insulin pump had crack to battery cap area and down to the bottom. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they went into pool and insulin pump started to alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.